Event description:
Complainant alleged that while attempting to monitor a 70-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included defib cycle testing without duplicating the customer's report. An internal inspection found no discrepancies. The accessories were not returned for the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.